Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Concomitant products: 550cc mentor cpx4 with suture tabs, med height, smooth (catalog #: 3509214, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast reconstruction with a 550cc mentor cpx4 with suture tabs, med height, smooth implant and experienced postoperative left-sided deflation. As a result, the patient had the implant explanted on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary : upon initial examination of the sample, a rupture at the union between shell and patch was noticed, measuring approximately 2 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).